Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that one year and seven months after the implant of this transcatheter bioprosthetic pulmonary valve, the valve was explanted due to asymptomatic stenosis and increased gradient measurements (peak 98 mm hg). No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was contained within two unknown bare metal stents. Calcification was noted on pieces of tissue and host tissue on the surface of the outside bare metal stent. The leaflets were flexible and intact but appeared crowded at closed position. Small nodules of calcification were found on leaflets. The commissures were intact. Pannus was observed on the inflow and outflow orifices and on the surface of the bare metal stent. Radiography showed calcification within the pannus along the surface of the bare metal stent. Calcification was noted on the leaflets and inner wall of the melody valve. Conclusion: pannus and calcification are inherent risks of bioprosthetic valves. The reported stenosis and high gradient can be attributed to the pannus and calcification noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.